Event description:
The manufacturer received information alleging a ventilator's pressure curve dropped prior to inspiration . There was no harm or injury reported. The device has not yet been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported a ventilator's pressure curve dropped prior to inspiration. Engineering was consulted and confirms the machine functioned as designed. The negative deflection indicates a machine breath is given. This issue is not a true pressure drop. No repair to the device is needed.